Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus and user was unable to dispense medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus and user was unable to dispense medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was experiencing cubie errors during operation. A field service engineer found that the cubies consistently failed during diagnostics when the drawer was opened. The retractor band was replaced, and the drawer was tested multiple times using the diagnostics application without any issues. The customer verified proper operation through the inventory application, confirming that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.